Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient was evaluated in the clinic, and it was determined based on the patient's age and having dementia that the patient will not undergo a generator change out procedure. At this time, the device remains in service. No adverse patient effects were reported.